Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the unit turned off immediately after ac was unplugged. Since the occurred during routine testing, there was no patient involvement during this event.